Event description:
The customer reported that during a routine check of the unit prior to use on a pt, the unit generated a "code 55" alarm. Therapy was initiated on another unit. No pt injury was reported.